Event description:
It was reported that patient underwent an orthopedic salvage system procedure on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to hyperextension and an anchor plug fracture after a patient fall. It was noted that patient may have put too much weight on the anchor plug or put weight on it too early causing the bone to collapse and the implant to fracture. The anchor plug was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear." Under possible adverse effects, number 7 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."